Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty retracting the foot was not confirmed during functional testing. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open or close the foot include but not limited to tissue or suture caught in the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from no to yes. H6 - type of investigation: code 4115 was removed. H6 - investigation findings: code 3221 was removed and code 114 was added. H6 - investigation conclusions: code 4315 was removed and code 4311 was added.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a difficult to open or close the foot include but not limited to tissue or suture caught in the foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after an interventional endograph procedure with a 6f sheath. Reportedly, the foot of the device would not close. The physician manually closed the device and removed it without incurring any vessel damage to the patient's anatomy. The suture knot was successfully advanced and secured, and the same suture was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.